Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 667 mg/dl. To address the bg level, the customer changed the infusion site and administered a manual injection. The customer declined to perform troubleshooting with tandem technical support as a system check had been performed by the customer prior to calling, and showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.